Manufacturer narrative:
Additional information was received that the patient was explanted due to infection. Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead incision site. The patient's symptom included drainage. The physician was unsure if the infection was device or procedure related. The patient was given oral antibiotics and is currently being monitored by a infectious control physician.

Event description:
A report was received that the patient had an infection at the lead incision site. The patient's symptom included drainage. The physician was unsure if the infection was device or procedure related. The patient was given oral antibiotics and is currently being monitored by a infectious control physician.